Event description:
It was reported that, after thr surgery had been performed, the patient experienced and infection. It is unknown if any specific intervention was performed. Patient health status is not known.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that after total hip replacement surgery had been performed using a slr integr rev stem with ti/ha 4 non-cem, the patient experienced and infection. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A review of the production documentation, including the sterilization certificate, did not detect any deviation that could have contributed to the reported failure mode. Hence there is no indication that the device was outside of specification when released for distribution. A complaint history review was performed. No additional complaint for the batch in scope was reported so far. Regarding the complaint history review on family level, the occurence and severity are in line with the corresponding risk file. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A thorough medical investigation could not be performed due to insufficient information. To date, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. Based on the available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Possible causes for the reported infection could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed.

Manufacturer narrative:
H10: this complaint has been reopened to review additional information received by the manufacturer. The results of this investigation will be provided in a supplemental MDR once concluded. Additional information added: d6a (implanted date added), d10 (concomitant products added). Corrected data: b5 (narrative updated), h6 (health effect - clinical code, health effect - impact code).

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2022, the patient sustained an infection with the following microorganisms: enterobacter cloacae; proteus mirabilis, pseudomonas aeruginosa, enterococcus faecalis, staphylococcus aureus and pseudomonas aeruginosa. The patient is currently in intensive care due to the infection.

Manufacturer narrative:
H10: it was reported that after total hip replacement surgery had been performed using a slr integr rev stem with ti/ha 4 non-cem, the patient experienced and infection. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A review of the production documentation, including the sterilization certificate, did not detect any deviation that could have contributed to the reported failure mode. Hence there is no indication that the device was outside of specification when released for distribution. A complaint history review was performed. No additional complaint for the batch in scope was reported so far. Regarding the complaint history review on family level, the occurrence and severity are in line with the corresponding risk file. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A thorough medical investigation could not be performed due to insufficient information. To date, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. Based on the available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Possible causes for the reported infection could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed. Internal complaint reference number: case-2022-00099170-1

Manufacturer narrative:
Providing updated results of investigation based on new information provided in the previous report: it was reported that, after total hip replacement surgery had been performed on (B)(6) 2022, the patient sustained an infection with the following microorganisms: enterobacter cloacae; proteus mirabilis, pseudomonas aeruginosa, enterococcus faecalis, staphylococcus aureus and pseudomonas aeruginosa. The patient is currently in intensive care due to the infection. The slr-plus stem, bipolar prosthesis and ceramic ball head, all used in treatment, were not returned for investigation. A product evaluation was not possible. A review of the production documentation for each of the mentioned devices did not detect any deviation that could have contributed to the reported failure mode. A review of the historical complaints data for the devices concerned was performed, and other similar complaints have been identified for the bipolar prosthesis and ceramic ball head. No other similar complaints were found for the slr-plus stem. A review of past corrective actions for the 3 devices involved was performed, no further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. A review of the device labeling revealed that the instructions for use (lit. No. 12.23, ed. 03/21) states infection as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.